Manufacturer narrative:
(B)(4). The customer returned the tray and the guide wire assembly from a PICC kit. The 21ga introducer needle involved with the complaint was not returned. Signs of use in the form of biological material were observed inside the guide wire tubing. Visual analysis revealed that the guide wire contained one major kink on the coiled section. Three locations of offset coils were also observed. Microscopic examination confirmed the damage and revealed that the distal and proximal ends of the coiled section were secure and intact. Visual analysis could not be performed on the introducer needle involved with this complaint as it was not returned. The major kink on the guide wire 32mm from the distal weld. The offset coils measured 16mm, 51mm, and 52mm from the distal weld. The guide wire total length measured 45cm, which is within the specification limits of 43.75cm-46.25cm per the guide wire product drawing. The guide wire outer diameter measured 0.0175", which is within the specification limits of 0.160"-0.0180" per the guide wire product drawing. Dimensional analysis could not be performed on the introducer needle involved with this complaint as it was not returned. The guide wire was passed through a lab inventory 21ga introducer needle. Despite the kinking, the guide wire passed with little to no resistance. Performed per the IFU statement, "using thumb , retract guidewire tip. Place tip of arrow advancer - with guidewire retracted - into introducer needle". Functional analysis could not be performed on the introducer needle involved with this complaint as it was not returned. A manual tug test confirmed that the coiled section of the guide wire was intact at the proximal and distal ends. No evidence of unraveling was observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the coiled section of the guide wire contained one kink and three offset coils, however, the needle from the reported event was not returned. Despite the damage, the guide wire met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time without the introducer needle returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: they were unable to remove the guide from the needle because it was unravelled. Another device was used instead. There was no harm or consequence to the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: they were unable to remove the guide from the needle because it was unravelled. Another device was used instead. There was no harm or consequence to the patient.